Event description:
It was reported to technical support (ts) that the device shuts down on patient. The device was on a patient at the time the reported issue was discovered; however, it was confirmed by the respiratory therapist (rt) that there was no harm to the patient or user. The shutdown was corrected and the device continued in clinical use for approximately five (5) hours. There was no medical intervention reported nor delay noted. The biomed customer evaluated the device with the assistance of the remote service engineer (rse). Upon review of the event log, it appears the device was running on battery power until shutdown. The customer informs power is restored following loss of power. The ventilator restarts and continues ventilation in the mode set before power was lost. Customer also informs that the event log also displays low internal battery 1204 code, alarmed running on internal battery. The rse advised customer that the run time on the battery is six (6) hours. The customer ran the unit on ac and battery operation with no issues duplicated. The rse advised customer to check the ac power cord to ensure that the connection is not intermittent and to check and verify the outlets in the room. Advised customer to perform a complete performance verification test to verify operation. The reported problem was confirmed in the event log; however, the biomed customer was not able to duplicate allegation through testing of device. He advised that all indications appear to be user error. A full performance verification has been performed and the device passed all test successfully and return to service. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.